Manufacturer narrative:
Concomitant medical products: product ID: 7425, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3887-28, lot# j0012657v, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6)1999, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3998, lot# l74558, implanted: (B)(6) 1999, product type: lead. Product ID: 3550-01, lot# l54624, implanted: (B)(6) 1999, product type: accessory. (B)(4).

Event description:
The healthcare provider reported via a manufacturer's representative that the consumer was experiencing a surging sensation which could be related to movement and it was alleged to be related to the patient's second implantable neurostimulator. Impedances were found to be normal. It was noted that the patient was going to get a revision. It was also reported that the patient got good therapy when the device was working but that the surging appeared to be affecting one of the implantable neurostimulators and surgical paddle. The indication for use was multiple back operations. Should additional information be received, a follow up report will be sent out.